Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a power on reset occurred. It was noted the device alerted for a firmware initiated por with a no reason code.

Event description:
It was reported that the patient received high-voltage therapy and a power on reset (por) of the implantable cardioverter defibrillator (ICD) was then observed. It was noted the patient felt unwell at some point but they were unsure if it was before or after the therapy. In addition, wireless telemetry with the device was no longer available and the information related to the shock was unable to be obtained from the device following the por and therefore, it was unable to be determined if the shock was appropriate or inappropriate. The device was reprogrammed to the desired parameters following the reset, as the device had changed from integrated bipolar to true bipolar pacing configuration due to the por. The patient was seen again a few days following, which indicated the ICD wireless telemetry was still unavailable but the device was functioning as expected. It was noted during repeated manipulation testing, noise was able to be reproduced on the ventricular electrogram (egm). There was also a right ventricular (rv) lead pacing impedance measurement observed, which was below the nominal value. The ICD was explanted and replaced and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.